Event description:
During the implant procedure, while using the medtronic catheter passer, a vein was nicked when tunneling from the neck to the ipg. The patient experienced excessive bleeding. Physician extended posterior border of the incision and ligated the vein to control the bleeding. This resolved the issue.